Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an avx thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. There blood outside and inside the device and 200ml of blood in the attached waste bag. The boot vent hole was inspected and it was acceptable and went completely through the boot wall, as intended. Inspection of the device revealed that there were numerous kinks throughout the device, especially down at the tip. Functional testing was performed by placing the device in the angiojet console. The complaint device failed to prime and the ¿check saline supply¿ error was displayed on the console. The device¿s shaft was examined for damage and it was revealed that the hypotube was broken/fractured at the distal window at the end of the jet body. The fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 01-jun-2018. It was reported that a saline error occurred. An avx® thrombectomy set catheter was selected for an av declot procedure. During the procedure, when running the device for the second time, a ¿connect saline supply¿ error occurred. They attempted to use the device again with no resolution. The procedure was completed with another of the same device. There were no patient complications reported and the patient¿s status is fine. However, device analysis revealed a hypotube fracture.